Manufacturer narrative:
Patient information was unavailable from the site. Unique device identification(UDI) is not available. A medtronic representative went to the site to test the equipment. Testing revealed that the reported issue could not be replicated. The imaging system then passed the system checkout and was found to be fully functional.

Event description:
Medtronic received information regarding an imaging system being used during a procedure. It was reported that during a case, the system stopped mid-spin. The site disconnected the umbilical and reconnected, and the system would not work at that point. They rebooted the system and it was then functional. This occurred intra/peri-operatively with less than one hour delay to surgical time there was no reported impact on patient outcome.